Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total lap hysterectomy - "bag was used umbilical, shield was placed. During morcellation, the surgeon noticed damage to the bag. Unknown if caused by clamping or by a direct cut by a scalpel. Cut was several cm long, belowside the shield. " type of intervention: re-operated on (B)(6) 2016. Patient status ok. Doing better (B)(6) 2016.

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the event. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.